Event description:
On 09/03/2025, it was reported that the user, on their first day of ilet use, experienced elevated blood glucose (bg) of 272 mg/dl following a meal. The agent explained that post-meal highs can be expected early during adaptation and that the corrective algorithm would reduce bg within approximately two hours. The user reported no symptoms and understood the guidance.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.